Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and suffered a cardiac perforation and cardiac arrest which required resuscitation, pericardiocentesis, and surgical intervention. The device evaluation was completed on 24-dec-2025. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and suffered a cardiac perforation and cardiac arrest which required resuscitation, pericardiocentesis, and surgical intervention. At approximately 9:40am the patient¿s arterial pressure decreased from 80 mmhg to 60 mmhg after circumferential ablation of the left pulmonary veins in the left atrium using qdot micro catheter at 90 w. Transthoracic echo demonstrated pericardial tamponade/cardiac tamponade. Pericardiocentesis was performed but did not fully restore arterial pressure. Resuscitation was carried out successfully. The cardiothoracic surgery team performed surgical repair of a perforation via median sternotomy in the catheterization (hertz) lab. The perforation was located on the septal/anterior wall of the left atrium. This was determined not to be caused by the ablation: all ablation sites were checked, and none had a maximum contact force greater than 28 g. Transseptal (tsp) puncture was performed by the physician using an abbott sl0 sheath and a brk needle. After entering the left atrium, contrast was used to confirm the transseptal puncture. Once the tsp was confirmed, the second sheath (vizigo) and the qdot catheter were advanced over the sl0 guidewire into the left atrium. Then map of the left atrium with octaray started. After mapping in afib was done, the ablation of the left veins with qdot micro (qmode +, 90w) started. Echo, x-ray, ECMO were performed. Additional information was received. The yellow and the green cable have been physically damaged (kt-0001-421 and kt-0001-420). Also, one of the screws on the patch unit has been missing so could not close it properly. Also, during the pulmonary vein isolation (pvi) procedure, there was a tamponade on the patient, and the procedure had been cancelled. No delay. The patch unit issue was assessed as not MDR reportable and highly detectable. The cables physical damage issues were also assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The adverse event was assessed an MDR reportable under the qdot micro catheter.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 18-dec-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).